Manufacturer narrative:
A speaker assembly was returned for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to the voice coil open in the speaker created the primary alarm error code.

Manufacturer narrative:
B4: 03may2021. The service engineer (se) inspected the device and replaced the speaker assembly to address the reported issue. The unit was checked overall, , cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator had a primary alarm failed error code. There was no patient involvement.